Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Preliminary analysis revealed anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.